Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va06yat, implanted: (B)(6) 2013, product type: lead.

Event description:
It was reported that the patient had bed wetting symptom return in the past week. He also did not feel stimulation and the situation had not resolved. He lost his programmer so he could not confirm if therapy was on or off. That patient reported wrestling with his girlfriend's son on (B)(6) 2015, after which he noticed pain at the implantable neurostimulator (ins) site and symptom return. He was urinating blood the next day and thought he may have done something at the time of wrestling. He reported these issues to his doctor with an appointment scheduled for (B)(6) 2015. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.